Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device kept alarming. It is unknow if there was also any patient, or clinician injury associated with this occurrence. No further details provided at this time.

Manufacturer narrative:
Customer reported that the pump keeps alarming. Tamper seal were good, scratched screen. The moment the device was powered up the device started double beeping. Problem caused by downstream sensor. Unable to determine who caused the problem. Replaced downstream sensor.

Event description:
It was reported that the pump keeps alarming. No patient injury was reported.

Manufacturer narrative:
Other, other text: customer reported that the pump keeps alarming. Tamper seal were good, scratched screen. The moment the device was powered up the device started double beeping. Problem caused by downstream sensor. Unable to determine who caused the problem. Replaced downstream sensor.

Event description:
It was reported that the pump keeps alarming. No patient injury was reported.

Manufacturer narrative:
Other, other text: customer reported that the pump keeps alarming. Tamper seal were good, scratched screen.the moment the device was powered up the device started double beeping. Problem caused by downstream sensor. Unable to determine who caused the problem. Replaced downstream sensor.

Event description:
It was reported that the pump keeps alarming. No patient injury was reported.